Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the merlin.net electrograms revealed that the pulse generator appeared to be oversensing t waves. No intervention or patient symptoms were reported. No further information could be obtained.